Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy due to oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.